Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while uncrating an imaging system, the pendant of the system was not powering on. It was reported that the power button light of the imaging system was illuminated and that the connections within the imaging system were verified to be connected. There was no patient present when this issue was identified. No additional information was provided. Medtronic received information that a cable on the imaging system was reconnected and functionality was restored.